Event description:
It was reported that the patient presented to the ICU (intensive cardiac unit) for symptomatic bradycardia. The cardiac physiologist observed the right ventricular (rv) lead was not capturing in both bipolar and unipolar configuration. The health care professional (hcp) suspects a rv lead conductor anomaly. Additional information was received that advised an increase in power consumption was also observed on the pacemaker. The right ventricular automatic threshold (rvat) test was unsuccessful at the same time as the elevated power consumption. A request was made to technical services (ts) to have data from this device analyzed. Data analysis confirmed that the power consumption was high and irregular, and the rv channel impedance measurements had been erratic. Ts discussed that this was consistent with a malfunction in one of the integrated circuits and that it has the potential to result in corrosion of the lead on the affected pacing channel. A device and lead replacement were scheduled for the upcoming days. At this time, the lead and device remain in service and the patient is being observed at the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the ICU (intensive cardiac unit) for symptomatic bradycardia. The cardiac physiologist observed the right ventricular (rv) lead was not capturing in both bipolar and unipolar configuration. The health care professional (hcp) suspects a rv lead conductor anomaly. Additional information was received that advised an increase in power consumption was also observed on the pacemaker. The right ventricular automatic threshold (rvat) test was unsuccessful at the same time as the elevated power consumption. A request was made to technical services (ts) to have data from this device analyzed. Data analysis confirmed that the power consumption was high and irregular, and the rv channel impedance measurements had been erratic. Ts discussed that this was consistent with a malfunction in one of the integrated circuits and that it has the potential to result in corrosion of the lead on the affected pacing channel. A device and lead replacement were scheduled for the upcoming days. At this time, the lead and device remain in service and the patient is being observed at the hospital. No additional adverse patient effects were reported. Additional information received advised this rv lead was tested with pacing system analyzer (psa) and continued to show high thresholds at 6.5v (volts) at 1.0ms (milliseconds) and high pacing impedance measurements from 395 ohms to 1050 ohms. It was also noted, the device exhibited premature battery depletion (pbd) and that the loss of capture (loc) resulted in pacing inhibition with symptomatic bradycardia. The physician elected to surgically abandon and replace this rv lead with a new lead and explant and replace the device. The device is expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the ICU (intensive cardiac unit) for symptomatic bradycardia. The cardiac physiologist observed the right ventricular (rv) lead was not capturing in both bipolar and unipolar configuration. The health care professional (hcp) suspects a rv lead conductor anomaly. At this time, the lead remains in service and the patient is being observed at the hospital.